Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached end of service due to charge circuit timeout earlier than anticipated. The plan is to explant and replace the device. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis found localized lithium discharge along the edges and li-severing resulting in a reduced lithium anode surface area. The device was returned due to a charge time out (cto) alert prior to eri and subsequent explant. Pulse testing found an average 4th pulse voltage of 425 millivolt with a charge timeout after 60 seconds. These charge timeouts resulted from an intermittent battery resistance induced by lithium-severing which is consistent with high internal resistance. If information is provided in the future, a supplemental report will be issued.